Event description:
It was reported that the patient fell out of bed and the bed exit did not alarm. It was reported that there were adverse consequences to the patient, but no further details were given regarding a possible injury or any medical intervention.

Manufacturer narrative:
It is unknown if the product met specifications as the product was not evaluated by a stryker representative. Further information was not made available by the user facility. The device was not made available.

Event description:
It was reported that the patient fell out of bed and the bed exit did not alarm. It was reported that there were adverse consequences to the patient, but no further details were given regarding a possible injury or any medical intervention.